Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that they had to rewind it 3-4 times to get it to work and there was couple times they had to disconnect it because it did not shut down and also motor was not running. Customer also stated that buttons did not hardly work on it anymore. Customer stated that insulin pump had no delivery alarm. Customer stated that event was resolved by changing complete set. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.